Event description:
It was reported that after the tka surgery, the surgeon saw a foreign material fragment in the knee on the post-op x-ray. The surgeon thinks this is a fragment of the #5 scorpio 4:1 ceramic blocks.

Manufacturer narrative:
This is the first event reported of this nature for this device. At this time, it cannot be confirmed that the foreign material in the pt's knee is from this device.